Event description:
During prep of the ablation catheter, there was an issue with the deployment of the splines. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).